Manufacturer narrative:
In order to gain additional information and obtain the data files needed regarding this incident, the customer was contacted on (B)(6) 2009. In each instance, the customer stated that they were too busy at the time and elected to not share any further details about this incident. No data files for the subject order have been provided to baxa for evaluation. Through our investigation so far we do not have information suggesting that the abacus calculating software caused or contributed to this issue as a result of failure, malfunction, improper or inadequate design, manufacture, or labeling of the product. If baxa receives additional information in regards to this incident, a follow-up MDR will be submitted.

Event description:
On (B)(6) 2009, baxa was notified by the customer of a patient involved incident using the abacus v2.0 tpn calculating software for tpn production. It was reported that this patient received a tpn bag containing a less-than-desired protein level. No additional medical intervention was needed and no apparent long-term injury or illness resulted from this issue.